Event description:
It was reported that during an unknown case, the cartridge was inserted into ntlc75, but it didn't fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch #558a13. B3: exact date is unk. Assumed first month of the year. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded (a) in the device and a second reload (b) present. The reload loaded had the proximal 3 drivers up, the remaining drivers down with staples present, swing tab in the locked position and the knife not completely within the doghouse. The reload (b) was received with no apparent damage, unfired with the swing tab in the unlocked position. The reload swing tab of the reload (a) was reset in order to fire the cartridges. The returned reloads were tested with a test device and fired without any difficulties. The staple lines were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 558a13, and no non-conformances were identified. The lot#599a64 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.